Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. A lead fracture was suspected, however, was not confirmed. An invasive procedure was performed. The lead was surgically abandoned and replaced. This pacemaker remains implanted and in service. No additional adverse patient effects were reported.